Event description:
Patient reported the aligners have not corrected their issue. They went to see an orthodontist who informed them that they have a severe overbite. This cannot be corrected with clear aligners. The patient will now need to get metal braces.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.